Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access system (was) with the dilator inside the sheath. The device was bloody. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed tip damage (delamination). The damage to the tip of the device is consistent with the device being used in a procedure. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 04 may 2018. It was reported a sizing issue occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was attempted to be used. The ostium of the laa was 32mm, so a closure device would not be able to fit. The procedure was aborted. There was no issue reported with the access system. There were no patient complications and the patient's status was stable. However, returned device analysis revealed inner liner delamination on the tip of the access system.